Manufacturer narrative:
(B)(4).

Event description:
Information was received from manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was undergoing pocket relocation because the patient did not like charging belt and wanted the pocket below his beltline. The lead was disconnected from the original battery and tunneled to the new site. When reconnected, all impedances were invalid. The lead was removed, cleaned off the ends, reseeded and electrodes 0,4,7,9,12, and 14 were invalid. The lead was plugged into the multi-lead trialing cable and the impedances were within normal limits. The ends were cleaned again and reseeded. Electrodes 0, 4 and 7 were invalid. The reference electrode was changed to each one with results showing invalid when paired with these. The lead headers were switched with the same results. A new battery was connected to the leads and all impedances were within normal limits. The cause of the event is unknown. The problem was identified through impedance checks. The post-operation check had all impedances within normal limits. The patient has good coverage. The pocket was being relocated anyway, so no additional surgical intervention was done except to replace the battery. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: h3: no eval explain code. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device information references the main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Analysis of the implantable neurostimulator (serial # (B)(6) ) found no anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.